Event description:
Patient's left knee was revised due to instability and pain. Tibial insert was revised.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock on 14-dec-2009. Based on the device identification the complaint databases were reviewed from 2008 to present for similar reported events regarding instability. There has been no other event for the lot referenced. The event could not be confirmed due to the minimal information received. Additional records such as operative reports and x-rays are needed to determine the root cause of the reported event. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient's left knee was revised due to instability and pain. Tibial insert was revised.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.